Event description:
It was reported that balloon rupture occurred. Antegrade approach was obtained from adjacent area of anastomosis site. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left brachial vein. After the guide wire cross the lesion, a 4.0mmx40mmx80cm sterling balloon catheter was used for dilatation of the lesion. The pressure of the first inflation was unknown, during second inflation the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Antegrade approach was obtained from adjacent area of anastomosis site. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left brachial vein. After the guide wire cross the lesion, a 4.0mmx40mmx80cm sterling balloon catheter was used for dilatation of the lesion. The pressure of the first inflation was unknown, during second inflation the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.